Manufacturer narrative:
(B)(4). An single board computer (sbc), a control board, and backlight inverter from an ht70 ventilator were received for evaluation. All components were inspected and the field service engineer (fse) was unable to duplicate the reported malfunction. Visual inspection found no anomalies. Performance tests were performed by installing the returned components on an ht70 ventilator. The unit was power cycled multiple times and starting ventilation each time without error. Additionally, it was left running for an extended period of time with no alarms or any other symptoms being observed. The unit passed all tests and calibrations and it operated within the manufacturing specifications.

Manufacturer narrative:
The device evaluation and repair was not yet performed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during use on a home care patient, the caregiver and patient's mother noticed an alarm on the ht70 ventilator, and confirmed that the ventilation had stopped. She pressed the alarm silence button but it didn't stop, and she tried to shut it down. The screen changed to the shutdown select/cancel menu, and she was unable to turn the unit off. After continuously pressing the power switch button, she was able to reboot the device. The patient was transferred to another ventilator. There was no reported patient injury.